Event description:
New information notes that the lead was replaced and capped on (B)(6) 2013.

Event description:
It was reported that the patient presented to the clinic complaining of pain near the device. It was determined that the pain was unrelated to the pacemaker system. The right ventricular lead exhibited noise. Thepatient would be monitored.

Event description:
Additional information notes that the physician believes the noise occurred due to lead fracture or insulation break.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.